Event description:
It was reported that there was elevated atrial pacing thresholds and no capture on the right atrial (ra) lead. The (ra) lead was repositioned during a routine generator change out and remains in use. No patient complications have been reported as a result of this event. It was further reported that the device was returned after being explanted and replaced due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.